Event description:
According to the customer, when using the chair on 08/11/2021, "the legs of the chair broke" causing them to fall and sustain an "injury" to his "head and back".

Manufacturer narrative:
According to the customer, when using the chair on 08/11/2021, "the legs of the chair broke causing them to fall and sustain an injury to his head and back. The customer provided an MRI report of the spine that indicated a thoracic spine compression fracture and multiple new and old disc herniations and bulges. The customer provided an xray report of the chest that indicated there was presence of an old compression fracture to the thoracic spine. The customer reported they "sought treatment" for their injuries but, did not indicate the specific treatment received. It has been determined that the reported event caused or contributed to serious injury. This is a reportable event. If additional information becomes available this report will be reopened and reevaluated.